Manufacturer narrative:
(B)(4). The device was not available for evaluation. A device history review and service history review were completed with no issues noted related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 104 (night drain cycle four) alarm occurred at the end of therapy on the home choice (hc). This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The technical service representative (tsr) reviewed the program and the therapy log. The patient¿s largest prescribed fill volume was 2300ml, the cycle four ultrafiltration (uf) was 2590ml; this means the cycle four drain volume was 4890ml. No patient injury or medical intervention was indicated as a result of this event.